Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 27 mmol/l and at the time of call was 29.2 mmol/l which was treated with manual injection. Customer stated that site of infusion set was irritated and red. Customer was using insulin pump within 48 hours of high blood glucose incident the insulin pump will not be returned for analysis.